Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The analysis indicated that the balloon was ruptured. Visual analysis of the balloon catheter indicated damage during use. The analyst noted the balloon catheter was returned with the inflation syringe attached to the inflation port. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter was returned to the manufacturer after the implant procedure, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.